Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for roche cardiac poc troponin t on the h232 instrument. The initial cardiac poc troponin t result from the h232 instrument at 7:13 a.m. Was 471 ng/l. At 11:42 a.m. The troponin t high sensitive result was 141 ng/l from a cobas 6000 e 601 module. The customer thought this issue was due to something patient related; however, they also began to notice high quality control results with the same strip lot. The customer now believes there may be an issue with this particular strip lot. No adverse event occurred. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the united states. The lot number the customer complained about has been replaced with a different lot number and the customer is not having problems with those. The test strips were requested for investigation. The test strips were returned for preliminary testing. During this testing, quality controls were run on the returned test strips and the results were acceptable.

Manufacturer narrative:
The returned test strips underwent further testing. The investigation stated that the temperature requirements for transportation of the test strips was not met. Relevant retention material roche cardiac poc troponin t of lot 14011220 was measured on a qualified cobas h232 with three native blood samples and one spiked blood sample (c=450 ng/l), each blood sample, n=three test strips. The blood samples were measured on elecsys 2010. Mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l , second native blood sample: <40 ng/l , third native blood sample: <40 ng/l , spiked blood sample (c=450 ng/l): 440 ng/l . Elecsys 2010 measurements: first native blood sample: <3.00 pg/ml , second native blood sample: 4.98 pg/ml , third native blood sample: <3.00 pg/ml , spiked blood sample (c=450 ng/l): 437.2 pg/ml . The results of all measurements fulfill the requirements. The customer's test strips were measured on a qualified cobas h232 with two spiked blood samples (c=450 ng/l and c=140 ng/l) and cardiac control poc troponin t of lot 18740505( level low). Each blood sample (n= three test strips and level low n=four test strips).the blood samples were measured on elecsys 2010. Mean of the measurements on qualified cobas h232: first spiked blood sample (c=450 ng/l): 462 ng/l , second spiked blood sample (c=140 ng/l): 145 ng/l . Level low: 465 ng/l , target value/ target range: (472/ 236-708 ng/l) . Elecsys 2010 measurements: first spiked blood sample (c=450 ng/l): 468.1 pg/ml , second spiked blood sample (c=140 ng/l): 148.6 pg/ml . The results of all the measurements fulfilled requirements. The returned material is working according to specification. A specific root cause was not identified for this event. The returned material can be ruled out as a cause of the issue. A patient sample was not available to be tested for a potential interference. An application failure or interference of the sample cannot be completely ruled out as a potential root cause. The patient is taking multiple medications. All known interferences are addressed in product labeling.